Event description:
The customer stated the architect c8000 reagent 1 mixer was bent and the customer didn't notice this until after controls were out of range for the sodium, potassium, lithium, calcium, albumin and total protein assays. The customer provided the following data for one potassium patient result: sid (B)(6) initial result = 6.32 mmol/l, repeat result = 4.80 mmol/l. The customer was in the process of re-running samples generated in the timeframe of when controls were out of range. A service visit was initiated and several maintenance and adjustment procedures were performed, including some part replacement. The architect was returned to normal operations after instrument recalibration and controls were within specified ranges. The falsely elevated potassium result was not reported out of the lab; therefore, there was no impact to patient management.

Manufacturer narrative:
(B)(4). A complaint review found numerous incidents associated with the occurrence of discrepant results, however, since there are multiple causes and scenarios which generate discrepant results, the determination cannot be made if the discrepant results in this complaint were similar to the other complaints returned in this search. The service history review did not find any additional incidents of discrepant results generated on architect c8000, serial number (B)(4). No additional occurrences of this issue have been documented since this ticket was opened. Additionally, no adverse or non-statistical trends in conjunction with discrepant results were identified. The architect system operations manual provides adequate information on requirements for specimen collection and limitations of results interpretation. Some system components may need to be replaced due to normal wear from daily operations. Literature is provided in the various reagent inserts, describing suitable specimens, results, and limitations of the procedures. Based upon the available information, no product deficiency was found. After the component replacement and instrument troubleshooting, the instrument returned to running within specification and no additional occurrences of discrepant results were documented.